Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were disturbed from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38x3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion without detachment of stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment/separation.